Manufacturer narrative:
Correction: please retract this report 2017865-2025-64844, review of additional information indicates that the lead should not have been reported and elective replacement is a non-complaint, as there is no known malfunction of the specific device and elective replacement is not likely to cause or contribute to a death or serious injury since the patient is in a clinically monitored setting.

Event description:
It was reported that the patient's pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted for an unknown reason on (B)(6) 2025. No patient condition was reported.